Event description:
The device was returned because of multiple cracked in the interior battery door latch compartment. Upon physical inspection, a detached downstream occlusion (dso) seal was found. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged battery compartment. The downstream/upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.